Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr). A mitraclip xtw was prepared. However, while inserting the clip into the steerable guide catheter (sgc), an air was observed in the sgc chamber. Therefore, the clip and the sgc was removed and was replaced. A new sgc was inserted, and the procedure was continued. One mitraclip was implanted, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported leak. There is no indication of a product issue with respect to manufacture, design, or labeling.